Event description:
A female patient who had lap band system implanted approximately two years, seven months ago presented to her physician's office with complaint of inability to maintain fluid in the band and recent weight gain in the past month. She has been feeling less restriction with eating and does not have a full feeling. The patient denies reflux symptoms or heartburn and no pain or dysphagia. She has had some adjustments seven months ago. She came in and had a one-half ml added and then came back and had one-half ml removed. Then apparently she was at the weight management clinic two months ago and had several accesses and since then has not had a sense of fullness with eating. Her port was accessed in the office and I attempted to aspirate back the full amount of volume and I was only able to get three ml out when previously there was supposed to be seven ml in there. I returned this fluid with some additional fluid. We set up an exploration of the port under anesthesia with potential repair or replacement for earlier this month. During this exploration of the superficial port followed by laparscopic replacement of lab band, the port and superficial tubing did not show any signs of a leak. On laparoscopic exploration, there was abnormal bulge of one part of the balloon and the band with a likely leak coming from this area. We extracted port and lap band and implanted an ap large lap band. The patient tolerated the procedure well, transferred to recovery and then discharged home post-op day one. The MFR response is they will prepare an analysis of their findings and submit a letter to us with those results.